Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
Related manufacturer report: 1627487-2020-04276. It was reported that lead migration issue was observed. Both leads were explanted estimated date on (B)(6) 2015. No new leads were implanted. No further information is available at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.